Event description:
The patient was admitted for a procedure in 2009. When the balloon of a 2.75 x 23mm cypher select plus stent was inflated a fissure was detected, on the grey embase port of the device. The crack was invisible before the inflation. It was impossible to know if the crack was existed prior to inflation or not. The stent was not deployed and the product was easily removed from the patient. There was no patient injury reported. The procedure was completed with another device.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is expected to be returned for additional testing. Additional information will be submitted upon 30 days of receipt. See scanned page.